Event description:
It was reported a patient experienced peritonitis manifested by a sore stomach coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis one day after onset. Treatment was not reported. The cause of peritonitis was related to the patient's pet cat. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis in (B)(6) 2012. The patient catheter had been removed and replaced. On an unreported date approximately a year later, the patient's pd tubes were chewed by cats. The patient again experienced this peritonitis was due to chewing of pd tubes by the cats. On the same day as the reoccurrence, the patient was treated with gentamicin ip (once until sensitivity results were in) for peritonitis. The patient was switched to vancomycin ip (dose and frequency unknown) once sensitivity results were in. The patient began treatment with fortaz ip (dose and frequency not reported) as maintenance for peritonitis. On an unreported date, the patient began treatment with augmentin, orally (dose and frequency not reported) for peritonitis. On an unreported date, the patient experienced sepsis. Approximately a month after the reoccurrence, the peritonitis was ongoing and the patient was hospitalized for peritonitis and sepsis. Treatment for sepsis was not reported. The recurrent peritonitis caused by having their cat in the room while performing therapy. On an unreported date, the patient was discharged from the hospital. The patient was switched to hemodialysis permanently and recovered from the peritonitis and sepsis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.